Event description:
A customer reported that the t: slim x2 pump battery would not charge, and a power source alert was noted in the pump history at the onset of the issue. There was no adverse impact to the customer's blood glucose level as the issue did not lead to a pump shutdown or an inability to turn the pump back on. To resolve the issue, the customer changed their charging supplies, and the pump began charging again, requiring no further assistance.